Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy pd effluent. The cause of peritonitis was unknown. The same day as event onset, the patient began treatment with vancomycin injection (1gm, intraperitoneal, every 4th day, discontinued) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) for the event. It was not reported if the patient was hospitalized for the event. On an unknown date, the patient recovered from the events. Pd therapy was ongoing. No additional information is available.